Event description:
Medical chronology received from j&j legal department. This 26-year-old woman had used an all-flex arching spring diaphragm for a period of 8-12 hours on 05-mar-96. This was the second use of the diaphragm. She was seen in the emergency room on 06-mar-96 with vomiting, diarrhea, and flu-like symptoms. Treatment included IV fluids (total of 2500 ccs), ketorolac tromethamine, promethazine, hydrochloride, magnesium sulfate, acetaminophen, ceftriaxone sodium, cefoxitin, dopamine, and lorazepam. She was admitted to the intensive care unit (ICU) with a diagnosis of toxic shock syndrome, and remained in ICU for four days. Pt was discharged, date unspecified. Follow-up examination on 26-mar-98 was normal.

Manufacturer narrative:
Diaphragm not returned.